Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. They had an issue with the snapshot, so no issue with the x-ray functionality. The coronary treatment was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the system had an error message of "snapshot memory full¿ appeared on the touch screen module (tsm). Upon troubleshooting, fse reinstallation of the flex vision pc and did configuration. After reinstalling fv pc software and configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that an error message of "snapshot memory full" appeared on the touch screen module (tsm). The device was in clinical use at the time of reported event. There was no reported patient or user harm. A philips field service engineer (fse) reinstalled the flexvision pc and returned the system to use in good working order. Philips has started an investigation of this complaint.